Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the microraptor anchor broke in the patient's joint upon insertion. The tip was able to be removed but it could not be confirmed that the rest of the anchor's body was removed. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer composition found the material must comply with specifications. This complaint reports that the anchor broke during insertion and a portion of the anchor could not be retrieved from the patient. The anchor is implantable, so biocompatibility is not an issue. The patient impact beyond local irritation/discomfort, and/or migration cannot determined. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.